Event description:
Procedure: urological. According to the reporter: the pt's attorney alleged a deficiency against the device. The product was used for therapeutic treatment. Additional info from importer report: additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Additional info from importer report: brand name: uretex to2 urethral support system. Cat# 485054. (B)(6).